Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitants used during this study: 10 f sound starprobe; lasso; thermocool sf. Other company's were used in this study: a 10 f acunav probe (siemens medical solutions, distributed by biosense webster); vivid I system (ge healthcare, (B)(4)); cypress system (acuson corp, (B)(4)). Manufacturer's ref. No: (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported one stroke/thromboembolic event (transient ischemic attack) with positive dmri occurred in a patient on uninterrupted rivaroxaban (20 mg once a day) having long-standing persistent type of af. The patient was electrically cardioverted during the ablation procedure to achieve sinus rhythm. He had already undergone 2 ablations in the past, and missed the dose of rivaroxaban before the current ablation. There was an acute infarction in the right corpus striatum and a small punctuate foci of acute ischemia in the right prefrontal cortex on MRI. The patient was transitioned from rivaroxaban to apixaban and fully recovered at follow-up. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "is transesophageal echocardiogram mandatory in patients undergoing ablation of atrial fibrillation with uninterrupted novel oral anticoagulants? Results from a prospective multicenter registry". The purpose of this study was to evaluate whether tee is necessary before af ablation in patients treated with novel oral anticoagulants (noacs). A total of 970 patients (514 apixaban patients and 456 rivaroxaban patients) were enrolled for this study. Suspected device is thermocool sf catheter; however catalog and lot number are unknown.